Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, a6, b3, b5, g2, h4.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "I have capsular contracture, chronic pain in the left breast, thorax that extends to the arms among others, bilateral cysts, and "possible immune disease triggered/induced by the implants". The events of bilateral cysts, and "possible immune disease triggered/induced by the implants" are not device related. Device remains implanted.